Event description:
Same case as MFR #: 2134265-2013-01082. It was reported that during a stenting treatment procedure, stent deformation, thrombosis and myocardial infarction occurred. Vascular access was obtained via a radial artery. The de novo, 65% stenosed target lesion was located in the non calcified mid right coronary artery (rca). Angiography revealed a shepherd's crook of the rca with moderate tortuousity in the lesion area which measured 3.5-4.0 x 20 mm and was eccentrically shaped. Direct stenting was originally intended; however, it was not possible due to inadequate guide catheter support. The strategy was changed to utilize two guide wires for better support. Two pt graphix intermediate guide wires were placed. The balloon from a 3.5 x 24 mm non bsc stent, which was implanted in another unspecified vessel prior, was utilized to perform pre-dilation; residual stenosis was 50%. To avoid loss of access, it was decided to keep one of the pt graphix guide wires placed in the lesion against the vessel wall. The 3.5 x 24 mm promus element plus stent system was advanced over the other guide wire and the stent was deployed at 7 atms. The stent was well positioned, but was delivered with low nominal pressure, as the guide wire remained between the stent and the vessel wall. While attempting to remove that guide wire, in order to adequately deploy the stent, resistance was noted. The physician attempted to "perform a sustained and light traction", but the stent became accordioned longitudinally and the wire could not be removed. Different balloons were advanced "through the stent lumen" with no success and a loss of anterograde flow occurred in the rca. Eventually they decided to "pull the guide up its break" in order to be removed and avoid a surgery recovery. Thrombosis of the stent occurred resulting in ischemia and myocardial infarction in one zone of the heart. The procedure was not completed. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported this was an elective procedure. The patient presented with stable angina and moderate ischemia was revealed. Only fluoroscopy was used during the procedure. The lesion was previously noted to be non calcified; however, it was further reported as moderately calcified. The non bsc stent was implanted in the left anterior descending artery. The physician was attempting to cross the deformed stent with small balloons in order to re-open the stent. The guide wire was broken by anchoring the proximal segment with a balloon and pulling it out. A portion of the guide wire remains in the patient. The thrombosis and myocardial infarction were resolved by "medical treatment and good collateral circulation form the left coronary artery." The severely deformed stent occluded the rca. The patient remained hospitalized for 4-5 days. Additional intervention may be performed at a later date to treat residual lesions on the left side; however, it is not possible to treat the rca.

Manufacturer narrative:
(B)(4).